Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where a potential type ia endoleak was noted. An angiogram was performed to confirm the endoleak and it was found that it was not an endoleak but a left renal artery covered behind the sealing ring collar that continued to receive blood. The physician elected to re-intervene by placing a balloon expandable stent in the main body and coiling the left renal. The final results were reported as excellent. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the investigation, the type ia endoleak and the partial renal blockage is confirmed. The complaint is most likely user related. The renal insufficiency could not be confirmed. Procedure related harms could not be determined. The final patient status was not reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.